Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed elective replacement indicator (eri). The device was almost to end of life one week after eri was triggered. The last followup was 2 months ago and the device was at begining of life at that time. The device waill be explanted and replaced.